Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped receiving effective stimulation after leaning over to lift an object. X-rays revealed the lead located at t5-t6 had migrated. As a result, the patient's lead was repositioned via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue.